Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Correspondence has been sent to the customer for more information and return of the device, but no correspondence has been received regarding the event. Once the device has been received or the additional information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the second pipeline was having difficulty tracking around the patient¿s tortuous vessels and the physician felt it snap inside the marksman microcatheter. The device was removed from the patient. There were no patient symptoms or complications associated with this event. No patient injury was reported. Post procedural angiography showed the aneurysm occluded with stasis. The patient was undergoing embolization treatment for a large/giant wide neck aneurysm. The patient¿s vasculature was moderated in tortuosity.